Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse noted the system was unable to be plugged in due to the damaged plug, thus was unable to power up. There is no report of pt injury or death.